Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of blood through an administration set during infusion. The reporter stated that the device was being used with a baxter infusion pump, and that the setup was connected to an unspecified peripheral vein. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A neonatal patient was involved. The event occurred while using a clearlink paclitaxel set that was attached to a 24 gauge catheter. Dopamine and total parenteral nutrition were being infused. A sigma pump was used with an infusion rate of 3.8 ml/hr. Blood backed up to the first access port of the clearlink paclitaxel set and beyond. This represents approximately 1.1 ml. The pump did not alarm during the event. The problem occurred when the set was used with a different pump. The problem was solved by switching out the set. There was no patient injury or medical intervention associated with this event. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.